Event description:
It was reported that a reliant balloon burst during inflation in the proximal portion of the graft. The balloon was initially inflated to confirm contralateral gate cannulation and then removed from the patient. During this process, the wrong port was accidentally flushed, resulting in slight balloon inflation outside the patient¿s body; the balloon was subsequently deflated and flushed correctly. The balloon was then used to mold the right side of the patient¿s graft, both proximally and distally, approximately five times, before being removed and used to inflate the left side of the graft about three times. Imaging was performed, it was decided to re-balloon the proximal segment of the stent graft, during which the balloon ruptured. Another reliant balloon from the same lot number was used to re-balloon the area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a burst was evident to the distal section of the balloon. No deformation evident to the remainder of the device. Product analysis conclusion: the reported balloon burst could not be confirmed based on the pre-implant imaging provided. Procedural angiograms documenting balloon molding and the precise moment of balloon rupture were not available for review. While the cause of the event cannot be conclusively determined, it is possible that the calcification observed within the infrarenal neck was a contributory factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected prior to use, prepared according to the instructions for use (IFU), and the balloon was inflated with normal pressures within the stent graft. It was noted that there was calcification in the area, which may have caused or contributed to the balloon burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.